Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. It was able to be reset by unplugging and replugging in the power cord. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.